Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the fill assembly luer fitting. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
The customer reported that, prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) would display an "auto-fill failure". There was no patient involvement, or adverse event reported.